Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and a non-edwards plug was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 47 cm and 100 cm proximal from the catheter tip. No packaging was returned. No visible damage to the balloon, catheter body, or returned syringe was observed. No fault messages showed up on the lab vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification measuring 39.45 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of cci measurement issue could not be confirmed during evaluation. Cco measurement was also evaluated and there was no measurement issue found. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the reported event. No actions will be taken at this time.

Event description:
It was reported that the cci value varied from less than 2.0l/min to greater than 4.0l/min during use. The monitor was replaced but the problem was not solved. No error message was observed on the monitor. There were no patient complications reported.